Event description:
It was reported that there was a plate failure that resulted in the metalwork being explanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.